Manufacturer narrative:
E1: name: abbvie inc street: 1 north waukegan road city: north chicago state: il zip code: 60064 based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:8021545

Event description:
It was reported that patient experienced swelling ,redness and got treated with medications on (B)(6) 2026